Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's generator exhibited ventricular under-sensing. No patient condition or additional information was reported.

Event description:
New information received notes no intervention was performed, the patient will continue to be monitored. The patient was in stable condition.

Event description:
New information received notes t-wave oversensing was also noted.